Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy board and updated the software to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the root cause of the issue to be a shorted diode, designator cr30.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer's device, physio-control observed that he device would disarm when attempting to charge. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.